Manufacturer narrative:
(B)(4). Date of initial report: 12/15/2014. The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation of the incident pencil confirmed it activated without the button being pressed. Inspection found inadequate spacing between the cut leg and the powerbus, allowing the cut leg to contact the upper frame of the powerbus. When manipulated, the pencil would self-activate. A self-key response was added to the asa machine to detect this type of failure. Inadequate spacing between the cut leg and powerbus is now measured.

Event description:
The customer reported that during a bilateral hidradenitis excision procedure, the cautery pencil activated without anyone pressing the button. A burn occurred to the patient. The degree of burn was not reported. The burn was excised.